Manufacturer narrative:
(B)(4). The customer reported to have performed extended self-testing on the device and ran the ventilator on a test lung. The customer reported that the ventilator operated within specifications and all tests passed. Covidien was not authorized to service the device.

Event description:
It was reported that, an 840 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.